Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital after the patient had received a shock therapy from their cardiac resynchronization therapy defibrillator (crt-d). The allied health professional (ahp) at the hospital had an inquiry if the device was functioning/detecting appropriately as the patient had received external defibrillation a couple of times before the device delivered therapy. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) due to increased sensing integrity counter (sic) and high rate non-sustained episodes. It was noted the patient had probable wide, flat agonal rhythm. Device detections appear to be sensing each waveform. There was a long delay before counters could reach number intervals to detect (nid) to provide shock. Follow-up indicated the patients crt-d system was turned ¿off¿ and the patient was placed into hospice care where the patient passed four days later. Additional follow-up revealed the cause of death as: natural causes, anoxic brain injury, ventricular tachycardia (vt) leading to cardiac arrest.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.